Manufacturer narrative:
(B)(4). The reported event of fiber broke. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used on a flexible ureteroscopic lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during unpacking and outside the patient, the laser fiber was broken. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.